Event description:
It was reported by the clinician that they inserted the central line catheter and the spring wire guide (swg) became stuck and unravelled when attempting to withdraw. There were no pt complications reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.